Manufacturer narrative:
Concomitant medical products: product ID: 5866-38m , product type: adaptor, implanted:(B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "syncope event" and low heart rates. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.